Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not possible. The fse found that the, hdd1 on ippc computer was dislodged and the power button for hdd was physically in the off position. Review of the system log file showed ¿malfunctioning frontal ip-pc. To resolve this issue, the fse reseated hdd1 on ippc computer and locked down fastening latch x3, physically turned-on power switch for hdd1, cleaned built up dust and debris from ippc and host computer faces. After rebooting the system, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that x-ray was not possible during clinical use. No harm was reported to philips.